Event description:
The reporter is a breast cancer survivor, who ten (10) years ago had a silicone breast implant reconstruction, at (B)(6). After the implant she developed scar tissue which presses on her nerves and give her a lot of pain which radiates to her left hand and shoulder. She is unable to pickup objects including her grandchild. She developed fever all the time because of pain. She wants the implant out but the doctor will not help her. (Dr. (B)(6)). She called FDA to complain so other people will not have to go through the same pain and problems.